Event description:
It was reported that the left ventricular (lv) lead had a polarity switch as the current configuration had high exceeding impedances, along with high thresholds. It was further reported that invalid data was observed in the device transmission due to the timing of the lead warning and polarity switch. The lv lead and cardiac resynchronization therapy pacemaker (crt-p) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evproplus-26us transcatheter valve, implanted on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the left ventricular (lv) lead displayed an increase in pacing impedance and thresholds. Vector testing was performed, programming changes were made, and the lv lead remains in use. Additionally, the right atrial (ra) lead displayed intermittent undersensing. The atrial sensitivity was reprogrammed and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. Analysis of the device memory indicated a polarity switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.